Event description:
Customer reportedly obtained results of 196mg/dl and 68mg/dl on the compact plus system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No information to indicate where comparison performed.